Manufacturer narrative:
Correction: a.2.

Event description:
A peritoneal dialysis (pd) nurse reported a patient who was hospitalized for hyperkalemia due to under dialyzing. There were no reported issues with the fresenius cycler in relation to this event. In additional follow-up, the reporting nurse stated that the patient was hospitalized om (B)(6) 2026 due to hyperkalemia characterized by symptoms of worsening muscle weakness. The nurse stated the muscle weakness did not occur during a pd treatment. It was stated the patient was completing all pd treatments prior to hospitalization without any adverse effects. Per the nurse, this is a new patient on pd therapy (as of (B)(6) 2024) and has a complex pre-existing medical history including cardiac disease, chronic diarrhea and muscle weakness. The pd nurse indicated that the patient initially had hypokalemia due to chronic diarrhea. As a result, the patient was prescribed a potassium supplement and was encouraged to eat potassium rich foods. It was stated that on (B)(6) 2026 (during a routine pd clinic visit) it was discovered that the patient had a sharp decline in residual renal function. The nurse attributed the hyperkalemia to a combination of loss of residual kidney function and increased intake of potassium rich foods and potassium supplementation. The nurse confirmed there was no issues with the fresenius cycler or allegations against the product with respect to the hyperkalemia incident. The patient received hemodialysis in the hospital, and the nurse stated the patient¿s potassium stabilized. The patient remained in the hospital at the time follow-up was completed.

Event description:
A peritoneal dialysis (pd) nurse reported a patient who was hospitalized for hyperkalemia due to under dialyzing. There were no reported issues with the fresenius cycler in relation to this event. In additional follow-up, the reporting nurse stated that the patient was hospitalized om (B)(6) 2026 due to hyperkalemia characterized by symptoms of worsening muscle weakness. The nurse stated the muscle weakness did not occur during a pd treatment. It was stated the patient was completing all pd treatments prior to hospitalization without any adverse effects. Per the nurse, this is a new patient on pd therapy (as of (B)(6) 2024) and has a complex pre-existing medical history including cardiac disease, chronic diarrhea and muscle weakness. The pd nurse indicated that the patient initially had hypokalemia due to chronic diarrhea. As a result, the patient was prescribed a potassium supplement and was encouraged to eat potassium rich foods. It was stated that on (B)(6) 2026 (during a routine pd clinic visit) it was discovered that the patient had a sharp decline in residual renal function. The nurse attributed the hyperkalemia to a combination of loss of residual kidney function and increased intake of potassium rich foods and potassium supplementation. The nurse confirmed there was no issues with the fresenius cycler or allegations against the product with respect to the hyperkalemia incident. The patient received hemodialysis in the hospital, and the nurse stated the patient's potassium stabilized. The patient remained in the hospital at the time follow-up was completed.

Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported a patient who was hospitalized for hyperkalemia due to under dialyzing. There were no reported issues with the fresenius cycler in relation to this event. In additional follow-up, the reporting nurse stated that the patient was hospitalized om (B)(6) 2026 due to hyperkalemia characterized by symptoms of worsening muscle weakness. The nurse stated the muscle weakness did not occur during a pd treatment. It was stated the patient was completing all pd treatments prior to hospitalization without any adverse effects. Per the nurse, this is a new patient on pd therapy (as of (B)(6) 2024) and has a complex pre-existing medical history including cardiac disease, chronic diarrhea and muscle weakness. The pd nurse indicated that the patient initially had hypokalemia due to chronic diarrhea. As a result, the patient was prescribed a potassium supplement and was encouraged to eat potassium rich foods. It was stated that on (B)(6) 2026 (during a routine pd clinic visit) it was discovered that the patient had a sharp decline in residual renal function. The nurse attributed the hyperkalemia to a combination of loss of residual kidney function and increased intake of potassium rich foods and potassium supplementation. The nurse confirmed there was no issues with the fresenius cycler or allegations against the product with respect to the hyperkalemia incident. The patient received hemodialysis in the hospital, and the nurse stated the patient¿s potassium stabilized. The patient remained in the hospital at the time follow-up was completed.